Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.019.007, lot: 8216187, manufacturing site: hägendorf, release to warehouse date: december 18, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the connecting screw/cannulated for multi loc humeral nail (part # 03.019.007, lot # 8216187) was received at us customer quality (cq). Upon visual inspection of the device, it was found that the threaded part was broken, and the broken part was not returned. The embedded device complaint condition could not be confirmed since x-rays were not sent to us cq. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes for broken, and for the embedded device since x-rays were not sent to us cq, it is not confirmed. Investigation conclusion: the complaint condition of broken is confirmed, while the complaint condition of embedded device is not confirmed since x-rays were not sent to us cq, there is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a humeral nail intermedullary nail insertion. The connecting screw/cannulated for multiloc humeral nail insert bolt broke during the procedure. The procedure was completed successfully at a unsatisfactory result. There was a several minute surgical delay. Patient status was unknown. This complaint involves one (1) device. This report is for one (1) connecting screw/cannulated for multiloc humeral nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, the cannulated connecting screw for multiloc humeral nail broke when the surgeon insert it during an intermedullary humeral nail insertion. The procedure was completed successfully at a unsatisfactory result. There was a several surgical delay of ten (10) minutes. There were fragments generated, but still the nail was inside the patient. There was no removal of the broken, damaged device or fragments since it was still inside nail in patient and no other medical intervention required but will be needed eventually. This humeral nail will eventually have to be removed due to the age of the patient. The nexplt surgeon to take it out will have a difficult time. Patient status was unknown. Concomitant devices reported: unk- nails (part# unknown, lot# unknown, quantity# 1); unk- nail insertion handles (part# unknown, lot# unknown, quantity# 1); unk- wrenches (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device.